Event description:
During a laparoscopic sigmoid resection procedure, the open and close/fire buttons of the idrivec functioned intermittently: sometimes the actuation of the button effected a change in the position of the attached cs29 anvil, and at other times no change was manifested. The first cs29 was replaced by another. The second cs29 stapler was ultimately able to successfully fire, resulting in properly formed staples.

Manufacturer narrative:
Patient's age and weight are unknown. "000" and "999" are merely placeholders without which the submission cannot be packaged. The date of the procedure could not be ascertained. Device serial number is not known and so the date of manufacture could not be determined. Device was not returned.